Event description:
Additional information received reported the patient was admitted into the hospital the day the manufacturing representative met with the patient for reprogramming. It was noted the patient was discharged and stated their healthcare professional could not identify any specific infection. The reporter stated the patient¿s acute condition was not considered related to the device. It was noted that there were no diagnostics performed. It was further noted that no actions were taken because the patient was not considered healthy enough to undergo surgery. It was noted the patient wanted to get the lead replaced as soon as possible. It was further noted the patient was not receiving therapy and at max amplitudes, the patient could not feel stimulation anywhere. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0349092v, implanted: (B)(6) 2003, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported there were high impedances measured. Impedances ranged from 350 to 9,500 ohms. Electrode 3 was the highest. It was stated there was a loss of stimulation and therapeutic effect. The patient was also experiencing pain in the legs which was normally controlled by stimulation. The patient¿s stimulation stopped working and reprogramming was done, but the patient still did not feel stimulation at maximum voltage on any setting. It was further stated the patient experienced less than 50% therapy relief at their lead location. It was indicated the lead would be considered to be revised when the patient¿s health improved. The patient was currently fighting a cellulitis infection and was admitted to the hospital as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that nine months after the implantable neurostimulator (ins) was replaced, the patient lost stimulation and was told the lead was broken. The patient quit using stimulation and the ins was overdischarged when the manufacturer representative (rep) saw her pre-operatively. Because the ins was in an overdischarged state, they were unable to run impedances. The leads and ins were replaced. Patient status was alive-no injury.